Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital. This implantable cardioverter defibrillator (ICD) was checked for the first time since (B)(6) of 2015. There were 718 shocks delivered since that date and in (B)(6) 2015, there were high out of range pace impedances of greater than 2500 ohms and loss of capture at 7.5v at 0.4ms on the right ventricular (rv) lead. It is unknown if those shocks were inappropriate. Due to the patient's non-device related comorbidities, both tachycardia and bradycardia therapy were programmed off. The ICD and rv lead remain implanted. No adverse patient effects were reported.